Event description:
This pt was able to void using a catheter but not completely and had large residuals. The sling was removed on (B)(6)2010, and the pt was able to void completely. Pt is doing well and no longer incontinent.

Manufacturer narrative:
There was no device malfunction during the procedure. Device functioned according to specs.